Event description:
The manufacturer received information alleging a ventilator failed to deliver flow. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and filter were replaced to address the issue.